Event description:
It was reported to medtronic minimed that the customer reported the sensor lost its connection or cannot read. The customer experienced hypoglycemia with a blood glucose value of 2.8 mmol/l at the time of the event. The customer reported hypoglycemia treated with sugar and sweets. The event involved product mmt-5120d2. Troubleshooting was performed for low blood glucose/over delivery. The customer had used the insulin pump system within 48 hours of reported low blood glucose event and the automode/smartguard was not in use at the time of the low blood glucose event. The customer does not believe the pump was over delivering. No further patient complications were reported. Product return for mmt-5120d2 is not expected.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.